Event description:
It was reported that the table on the 2800 system will not power up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reset the main hosp power breaker. Main breaker reset. The system was tested and found to be working as intended and placed back into service.